Event description:
It was reported that the affiniti 70 ultrasound system¿s image display was incomplete during an unspecified procedure, which resulted in a misdiagnosis. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.